Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received an auto-off alarm due to sleeping in. The customer's blood glucose level was impacted. Reportedly, the customer is new to the t:slim pump and is in the process of refining personal settings with health care provider.